Manufacturer narrative:
Evaluation summary: the processor has been checked and repaired. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Commissioning, language per default in (B)(6), lamp counter 2h58, no brightness regulation in use with an endoscope - the processor is not usable as it is - it seems to be a non-new device. This event occurred at the time of installation. There was no report of patient harm.